Manufacturer narrative:
Patient information was unavailable from site. A manufacturer representative went to the site to test the navigation system. The system performed as intended and no parts were replaced. A software investigation analysis was initiated to determine the probable cause of the issue. The analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that the system was displaying odd instrument behavior. When navigating with the probe, the doctor asked for a projection and once the projection was created, it would remove the projection once he resumed navigation. The system contained 150+ patients. The issue extended the surgical time by less that 1 hour. There was no impact to the patient.